Event description:
A us distributor contacted zoll to report that a patient passed away on 4/26/2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment.   The device was started up at 04:02:15 on 4/25/2022. At 18:13:34 on 4/26/2022, asystole was detected. ECG shows idioventricular rhythm @ 70 bpm degrading to asystole with intermittent cardiac activity. At 18:41:27, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 18:41:49, the patient received a non-lifevest defibrillation. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was asystole with intermittent cardiac activity. At 18:42:15, the patient received an inappropriate treatment. The rhythm at time of treatment was asystole with intermittent cardiac activity. Post shock rhythm was asystole with intermittent cardiac activity. The electrode belt was disconnected at 18:48:11 on 4/26/2022. Per holter monitor the patient was in asystole at the time of the electrode belt disconnection. The patient passed away on 4/26/2022.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.